Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: physical stress was applied to the curved part of the device by inserting and removing the trocar. The curved piece inside the curved part interfered with the ccd cable. Buckling or disconnection of the ccd cable built into the curved part. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not withdraw the endoscope from the trocar tube with excessive force to prevent damage to the bending section of the endoscope. Withdraw it carefully and slowly." "Inspection of the endoscopic system: inspection of the trocar system combination: insert the endoscope into the trocar tube slowly and deliberately. Sudden insertion into a trocar tube may damage the bending section." Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the procedure was for a bariatric sleeve, and the procedure was completed using a similar device with no delay.

Event description:
The customer reported that during an unspecified therapeutic procedure, there was no image with the subject device, and error code b32 (scope data error) was displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center. Upon inspection and testing, service found no data transmission, and no image, with error code b32 (scope data error) displayed. In addition, scratches were observed on the rubber adhesive, broken strands were observed in the internal braid of the bending section. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.